Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(6) alleging that the subject meter read inaccurately. It was not known what readings were obtained on the subject meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.